Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("metal fragments in uterus"), embedded device ("migration of essure device location of device: essure device embedded in uterus,"), pelvic pain ("pain") and ovarian cyst ("ovarian cysts (cyst removal with hysterectomy)") in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. Concurrent conditions included recurrent urinary tract infection. Concomitant products included iron since 2007, venlafaxine hydrochloride (effexor) since 2017, vitamin b complex (vitamin b) since 1999 and vitamins nos (accomin multivitamin) since 1999. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: recurrent uti"), vaginal infection ("vaginal infections,"), sinusitis ("infection (other) describe: recurrent sinusitis"), vaginal discharge ("vaginal discharge/ discharge after intercourse") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and frustration tolerance decreased ("frustration with recurrent infections"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysuria ("bladder or urinary problems or changes - burning"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pollakiuria ("bladder or urinary problems or changes - frequent"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"), 3 years 5 months after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: essure device embedded in uterus/ failure to occlude (close) fallopian tube(s),"). On (B)(6) 2018, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). In (B)(6) 2018, the patient experienced hot flush ("hormonal changes describe: required prescription for estrogen prescription after hysterectomy due to extreme hot flashes") and insomnia ("insomnia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed) and surgery (other) type of surgery: cyst removal) and estrogen prescription after hysterectomy (hormon therapy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, ovarian cyst, hot flush, insomnia, menorrhagia, dysuria, adenomyosis, device expulsion, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, abdominal pain lower, vulvovaginal mycotic infection, frustration tolerance decreased and pollakiuria outcome was unknown and the pelvic pain, vaginal haemorrhage, urinary tract infection, vaginal infection, sinusitis, depression and anxiety had resolved. The reporter considered abdominal pain lower, adenomyosis, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dysuria, embedded device, frustration tolerance decreased, hot flush, insomnia, menorrhagia, ovarian cyst, pelvic pain, pollakiuria, sinusitis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy of date of removal: (B)(6) 2010 and (B)(6) 2018, bilateral salpingectomy and total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: one of the tubes was occluded.; on (B)(6) 2010: one side was occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-may-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("metal fragments in uterus"), embedded device ("migration of essure device location of device: essure device embedded in uterus,"), pelvic pain ("pain") and ovarian cyst ("ovarian cysts (cyst removal with hysterectomy)") in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included iron since 2007, venlafaxine hydrochloride (effexor) since 2017, vitamin b complex (vitamin b) since 1999 and vitamins nos (accomin multivitamin) since 1999. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: recurrent uti"), vaginal infection ("vaginal infections,"), sinusitis ("infection (other) describe: recurrent sinusitis"), vaginal discharge ("vaginal discharge/ discharge after intercourse") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and frustration tolerance decreased ("frustration with recurrent infections"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysuria ("bladder or urinary problems or changes - burning"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pollakiuria ("bladder or urinary problems or changes - frequent"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"), 3 years 5 months after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: essure device embedded in uterus/ failure to occlude (close) fallopian tube(s),"). On (B)(6) 2018, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). In (B)(6) 2018, the patient experienced hot flush ("hormonal changes describe: required prescription for estrogen prescription after hysterectomy due to extreme hot flashes") and insomnia ("insomnia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed) and surgery (other) type of surgery: cyst removal) and estrogen prescription after hysterectomy (hormon therapy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, ovarian cyst, hot flush, insomnia, menorrhagia, dysuria, adenomyosis, device expulsion, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, abdominal pain lower, vulvovaginal mycotic infection, frustration tolerance decreased and pollakiuria outcome was unknown and the pelvic pain, vaginal haemorrhage, urinary tract infection, vaginal infection, sinusitis, depression and anxiety had resolved. The reporter considered abdominal pain lower, adenomyosis, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dysuria, embedded device, frustration tolerance decreased, hot flush, insomnia, menorrhagia, ovarian cyst, pelvic pain, pollakiuria, sinusitis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy of date of removal: (B)(6) 2018, bilateral salpingectomy and total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: one of the tubes was occluded.; on (B)(6) 2010: one side was occluded. Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet and mr received, new reporter, patient demographic, event hormonal changes describe: required prescription for estrogen prescription after hysterectomy due to extreme hot flashes and insomnia, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: recurrent uti and vaginal infections, psychological or psychiatric problems condition: depression/ anxiety, infection (other) describe: recurrent sinusitis, bladder or urinary problems or changes - frequent, bladder or urinary problems or changes - burning, reproductive system disorder or condition type of disorder or condition: adenomyosis, ovarian cysts (cyst removal with hysterectomy), migration of essure device location of device: essure device embedded in uterus, metal fragments in uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, cramping ,yeast infection, frustration with recurrent infections. Concomitant medication and lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.